Event description:
It was reported that during a coronary stent procedure, the physician experienced removal difficulties after deployment of the stent. The delivery device was removed without incident. No pt injury or complications occurred.